Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 8/29/2017 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked and contained corrosion. There was also moisture corrosion found on the printed circuit board.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.